Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance and possible partial fracture on the left ventricular (lv) lead. The lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.